Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014 and the product performed as expected. The immucor laboratory also tested returned product from the customer site on (B)(4) 2014 and (B)(4) 2014, which performed as expected. The immucor laboratory also tested returned patient blood sample ((B)(4)) on (B)(4) 2014 and (B)(4) 2014, and the customer's unexpected negative outcomes were able to be duplicated.

Event description:
On (B)(4) 2014, a customer reported an unexpected (B)(4) screen when using capture-r ready-screen (3) using a galileo echo instrument.